Event description:
It was reported that pump displayed incorrect time and date settings, and caller did not know why these settings were wrong. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.